Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Reseated circuit boards and connectors and replaced the x-ray controller board as a precautionary measure. System operates as intended.

Event description:
Customer reported the system intermittently will not fluoro. System operates as intended.